Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 22feb2021.

Event description:
The customer requested the part number for the lcd display and the nav ring. There was no patient involvement. The customer spoke with a remote service engineer (rse) and clarified the display is dim and almost unreadable. The rse provided the customer the part number for a user interface assembly.

Manufacturer narrative:
H10: the customer was provided the part ID for the 2nd generation user interface (ui) assembly. This event was found outside of clinical use, the rse confirmed the reported malfunction. The part ID was provided for the reported issue. Multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on 02/08/2021, 03/12/2021, 03/18/2021 and 10/06/2022, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.